Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 after consuming cookies without announcing the meal, with a highest cgm and meter-confirmed glucose of 295 mg/dl and a noted high duration of about one hour; corrections were in progress and glucose was trending down to 287 mg/dl by the end of the call, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included transient impairment that did not require medical intervention or hospitalization. Investigation included customer care troubleshooting and education regarding missed meal announcement and allowing automated correction dosing. Investigation of this case revealed that the device functioned as designed and that user-related missed meal announcement led to the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and not a device malfunction.